Manufacturer narrative:
Ge healthcare¿s (gehc) investigation has been completed and the root cause could not be determined. Gehc engineering evaluation of the returned expiratory valve did not identify any functional issues. The root cause of the compromised hemodynamics and subsequent cardiac arrest is likely due to the excessive and prolonged pressure build up, which activated the safety relief valve and interrupted normal ventilation cycles. However, the underlying cause of the safety relief valve activation could not be conclusively determined. Potential contributing factors may include occlusion within the expiratory valve (eva) or the expiratory pressure port. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.

Event description:
The hospital reported a patient was connected to a carescape r860 when the unit allegedly stopped ventilating. It was reported that the patient went into cardio-respiratory arrest. The patient was manually ventilated and resuscitated. The expiratory valve was replaced and the unit started ventilating the patient again. The patient was placed on a different ventilator to proceed with the case. There were no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.